Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 no product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision due to failed hip arthroplasty. Office visit notes stated that patient was experiencing instability, antalgic gait. There was positive posterior and anterior impingement. Migration and increased version of the cup along with peripheral radiolucency. During the procedure, significant bone loss was identified medially. The acetabular component was grossly loose and the locking mechanism tines could not be freed up. The cup, liner, and head were revised. No other findings related to the event were noted. Lot identification is necessary for review of device history records, lot identification was not provided for the shell. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Zimmer tm modular cup 58mm multihole revision: 00620205820, lot # unk. Zimmer modular cup 7mm offset liner longevity 58 x 32: cat # 00634105832, lot # unk. Stryker stem cat # unk, lot # unk, stryker head cat # unk, lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02486, 0002648920-2020-00343.

Event description:
It was reported the patient underwent left tha on an unknown date. The patient underwent a left revision approximately 15 years ago for unknown reasons. It was noted a zimmer biomet cup and liner were implanted during revision. Subsequently, the patient recently underwent another revision due to pain, instability, impingement, migration, radiolucency, loosening, and bone loss. It was noted the zimmer biomet cup and liner were removed and replaced, as well as the competitor head. The competitor stem was left in place. Attempts have been made and additional information on the reported event is unavailable at this time.